Event description:
The endo l diamond cauter electrode was being used by surgeon. About half way through procedure it began to arc. Quickly removed from pt. No known harm to pt. Cautery setting was at 80. After arc found 2 small holes in black covering zone one.